Manufacturer narrative:
The manufacturer did not receive devices for investigation. One x-ray was received and will be reviewed as part of the ongoing investigation. Other source documents were not received. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming.   A cause for this specific event cannot be ascertained from the information provided.   Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that a patient was implanted with a sl revision stem 14/22 5 12/14 on (B)(6) 1997 and underwent revision surgery on (B)(6) 2017 due to loosening of the implant. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e alloclassic sl stem 1 12/14) are marketed in USA, and therefore this report was filed.

Manufacturer narrative:
Trend analysis: no trend considering the following event is identified: loosening no similar confirmed events within 6 months for item number (B)(4) has been found. Only one confirmed event (current complaint) for the lot number a763649 has been found. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: revision due to loosening of femoral component. Liner and stem explanted and replaced with zmr stem and fixed gt fracture with gt plate. Patient had previously experienced periprosthetic fracture of the femur. Primary surgery on (B)(6) 1997. Review of received data: an x-ray undated was received. On the provided x-ray a loosening of the stem cannot be confirmed. In addition, an intra-operative picture was provided. In that picture a trochanter plate with cerclage wires and a stem is visible. No product was returned to zimmer biomet for in-depth analysis. According to the information received, the device was discarded at the hospital. Root cause analysis: root cause determination using dfmea: aseptic loosening, fracture of implant due to fretting of metallic cerclage wire against implant leads to notching or wear => possible: as the devices have not been returned and a material analysis cannot be performed this point cannot be excluded. Aseptic loosening due to excessive wear in the taper connection (leading to metallosis) => possible: as the devices have not been returned and a material analysis cannot be performed this point cannot be excluded. Aseptic loosening due to insufficient primary and/or secondary stability due to design => not possible: the devices were implanted in 1997 and therefore in vivo for approx. 20 years. Aseptic loosening (stress shielding) due to incorrect distribution of load due to design => not possible: the devices were implanted in 1997 and therefore in vivo for approx. 20 years. Aseptic loosening, migration of stem short and long term due to surgeon unfamiliar with implantation technique of this stem design (early stability) => not possible: the devices were implanted in 1997 and therefore in vivo for approx. 20 years. Conclusion summary: it was reported that a revision due to loosening of femoral component was done. Liner and stem explanted and replaced with zmr stem and fixed gt fracture with gt plate. The devices were implanted in 1997 and therefore in vivo for approx. 20 years. Neither operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The provided x-ray was reviewed by a healthcare professional. On the provided x-ray a loosening of the stem could not be confirmed. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).